Event description:
The incident occurred on a resuscitation ventilator coupled with a humidifier controlled by the ventilator via a communication cable. The nurse intervened in the room because the device was sounding a shrill alarm, the patient was ventilated in high flow oxygen therapy mode. The device was turned off and was not working, the power button was flashing red. The nurse tried to turn the device back on, it lit up to the startscreen and spontaneously turned off again, still with the shrill alarm. The alarm stopped when the device was disconnected for immediate replacement because the patient quickly lowered his oxygen saturation to 70%, the replacement device did its job and the incident had no effect on the patient. The biomedical department was informed and the device was quarantined. The extraction of events and alarms from the device was sent on 29.09.2022 to hamilton. The device is on our premises awaiting pickup. (Note that this device is the property of the (B)(6), loaned during the covid-19 pandemic).

Manufacturer narrative:
The issue in cer 83218 is deemed a reportable event since the malfunction white/ distrurbed screen which logs different tfs on the next start-up, causes the ventilator to become inoperable or stop working as intended. The root cause of the ventilator to stop ventilation and showing a white/ disturbed screen was a malfunction of the fpga on the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As the complaint cer 83218 was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. The allegation in cer 83218 was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in cer 83218 as it will be deemed a reportable event.